Event description:
Customer reported a serious adverse event that led to a visit to the emergency room (ER) due to high blood glucose levels, with a recorded highest level of 32 mmol/l. There was no injury or permanent damage, and the high blood glucose episode was suspected to be caused by inaccurate continuous glucose monitoring values. Customer, who used novorapid insulin and appropriate supplies, was treated with intravenous fluids and insulin, which resolved the issue. Customer was hospitalized for one day and released the following day without admission to the ICU. Technical support assisted by replacing the sensor, and the customer did not require further follow-up from them.